Manufacturer narrative:
This device remains implanted and in service; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that the patient implanted with this right atrial (ra) lead presented for a routine device follow up, where loss of capture (loc) was observed. The device was programmed to aair, but this patient was not pacemaker dependent and the loc did not result in any asystole. The pacing threshold measurement was 2.4v @ 0.4ms but the output on the ra lead was only set to 2.0v @ 04ms. The pacing output on the ra lead was increased to ensure capture. No adverse patient effects were reported.